Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v218741, implanted: (B)(6) 2009, product type: lead. Product ID: 3093-28, lot# v218741, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient mentions the device was taken out because it was not working for them. It was also preventing the patient from getting MRI. The patient had the stimulator removed but still has a small piece of the lead in the spinal area. The healthcare provider said they cannot take out the lead because it was deep in their spinal cord area and it would be dangerous to remove. The patient needs to get arthroscopic surgery on their knee because they couldn't do MRI. The patient needs to get MRI of their brain. The patient states they were hit by a school bus in 1986 and they have needed MRI's ever since. If the patient would have known that they couldn't have MRI's with stimulator they wouldn't have agreed to get the stimulator. The patient states instead of doing MRI the healthcare provider has been doing surgeries on them and the patient doesn't want to get another surgery. The patient needs to do MRI on the head / brain because of a white spot, back , knee's and hip's. The patient mentions getting a lawsuit. The patient feels they wasn't informed about MRI. Compatibility guidelines were requested for the following: MRI. Summarized compatibility guidelines.